Event description:
Pain [pain], joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history is significant for prior treatment with alts (sodium hyaluronate). During previous treatment with sodium hyaluronate, the pt never had joint effusion. On (B)(6) 2011, the pt initiated synvisc 2ml 1x/week. On (B)(6) 2011, the pt received the second injection, and she felt uncomfortable. The condition of the pt's knee did not change after the first two injections. On (B)(6) 2011, the third injection was administered. On (B)(6) 2011, the pt experienced pain and joint effusion, and 15cc of joint fluid were aspirated. Treatment with lidocaine and triamcinolone was initiated on (B)(6) 2011. On (B)(6) 2011, the symptoms alleviated, but dull pain remained. The pt received another dose of lidocaine and was started on sodium hyaluronate. On (B)(6) 2011, the pt was given lidocaine and sodium hyaluronate, and the events resolved without sequelae; the pt was able to sit down on a low chair. The intensity for the events of pain and joint effusion was not assessed by the physician. The reported physician assessed the relationship between synvisc and the events of pain and joint effusion as definitely related.

Manufacturer narrative:
Eval summary: add'l info was received on (B)(6) 2011 in the form of an investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.